Event description:
A us distributor reported that a patient's electrode belt connector will not stay latched.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector won¿t latch) was due to the trunk cable connector being damaged with bent pins, preventing belt from plugging in with the monitor. The electrode belt was unable to complete essential performance testing. The root cause for the bent connector pins was unable to be positively identified. The belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.